Event description:
It was reported that there was a disconnection between the patient connector of the minicap transfer set and the adapter. This occurred during use of the devices for peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. The adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.